Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm as well as insulin pump was not working. The customer¿s blood glucose level was 160 mg/dl. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer not able to complete rewind. Customer troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to refer to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected a33 alarm anomalies noted.